Manufacturer narrative:
Ortho performed batch review, complaint review by lot, donor history, and donor complaint review. All results were satisfactory. Retain testing was unable to be performed since complaint was received on 29aug2017 and rc462 expired on 15aug2017. Sample was not returned to ortho for further investigation. (B)(4).

Event description:
Customer reports getting false negative results (with all 11 cells) when they used 3% resolve panel c, lot rc462 exp 8/15/17. Testing was performed on (B)(6) 2017 for validation testing using edta plasma verses serum. Complaint was emailed from the product marketing rep to (B)(4) on 8/29/17. The customer converted the panel cells from 3% to 0.8% using mts diluent 2 and testing in igg gel cards. The customer was expecting to obtain identical results between plasma and serum. The completed antigram is attached, results are summarized as follows: plasma- all cells neg, autocontrol neg. Serum- cells 4,6,10 are 1+, autocontrol neg. Both autocontrols were negative. Incubation times were not disclosed, age of patient's sample unknown. Patient history, list of medications not provided. Header to be updated as information becomes available. Additional antibody workup was performed with this patient sample using panel b, lot rb476 exp 8/15/17 and cell#13 was weakly positive by tube method at the ahg phase. Customer also tested with an 18 degree celsius phase and the reaction pattern was indicative of an anti-p1, the autocontrol was negative. Tsc requested the cells in question be tested for p1 antigen . If the antisera is available, results will be provided at a later time. Issue started on: (B)(6) 2017, frequency: isolated. Patient/sample data: unknown. Sample type: plasma/serum. Reagent/protocol-handling (reagent, cards, cassettes): as per IFU. Cards /cassettes/ storage condition temperature: visual appearance before use: acceptable. Reagent red blood cell storage and handling: as per IFU. Age of the sample requested, incubation times to be confirmed, typing of the cells that were false p antigen positive was requested. Review of similar complaints were checked, there were none to date. Header will be updated with additional testing information as it becomes available. As of date of this report, no further information was available.